Event description:
A customer reported that during a cardiac arrest, the device malfunctioned during transport and was not able to be restarted and the device was beeping and flashing. They also reported that rattling can be heard from inside the compression module. They reported that the patient was not resuscitated.

Manufacturer narrative:
Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available, a follow-up MDR shall be submitted.